Event description:
Boston scientific received information that the patient with this device exhibited a ventricular fibrillation (vf) rate; however, the device allegedly delivered anti-tachycardia pacing (atp) rather than shock therapy and the patient passed away. The medical facility called boston scientific technical services (ts) to discuss system functionality. The caller inquired if other factors aside from system undersensing, might have been responsible for the observed behavior. The ts consultant provided some general system functionality information; however, requested the device history for review to ensure normal operation. The patient's previous follow-up visit, approximately, one month prior was unremarkable. The explanted device is intended to be returned for a post market analysis. The subsequent ts review of device data confirmed a slow vf tachycardia on the date of death. Ts confirmed an atp burst was delivered but was not effective to terminate the arrhythmia; an external shock successfully terminated and was followed by brady pacing with ventricular capture. The onset event in device history exhibited ventricular pacing on the t-wave of an intrinsic undersensed beat which started fine ventricular fibrillation (vf). Ventricular pacing continued for 3 intervals during vf due to undersensing. Data review shows no evidence of a lead or connection issue; all daily measurements show stable (normal range) impedance values on all channels. At this time, the undersensing and pacing on t-wave root cause remains undetermined. The explanted device is intended to be returned for a post market analysis.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
The explanted device was received in our post market quality assurance laboratory. It was thoroughly inspected and analyzed. Review of device memory noted no irregularities. Upon interrogation, it was noted that the device had not been programmed off post-explant and, as such, numerous episodes representative of non-physiologic noise had been recorded. This device records events on a first in-first out basis and all episodes recorded while the device was implanted were recorded over with the episodes recorded post-explant. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported undersensing. We are unable to comment on the root cause.